Manufacturer narrative:
Concomitant product : dtba1d4 ICD, implanted (B)(6) 2014, product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the device indicated end of service (eos) early. The device was explanted and replaced. During the replacement procedure, two insulation breached were noted on the left ventricular lead and the impedance decreased. Medical adhesive was used to repair the lead and the impedance improved; the lead remains in use. It was unclear if electrocautery caused the insulation issue, or if it was another cause. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.